Event description:
Procedure type: transplant. According to the reporter: decedent suffered from longstanding chronic lung disease, which had advanced to the point where he qualified for a lung transplant and was on the national transplant list pending location of a suitable donor lung. In (B)(6) 2012, he was notified by (B)(6) that a suitable donor lung had been located; decedent reported to (B)(6) on or about (B)(6) 2012 for right single lung transplant. Plaintiffs are informed and believe and based thereon allege, that decedent died on (B)(6) 2013 due to injury and complications suffered as a result of an injury or injuries suffered during the lung transplant surgery and medical aftermath. Plaintiffs are informed and believe, and based thereon allege, that during surgery, a surgical staple gun, which was being used to divide the pulmonary artery and pulmonary vein, misfired, tearing the pulmonary vein, causing serious, life threatening bleeding and other injury. Plaintiffs are also informed and believe and based thereon allege that said staple gun, was an endo gia staple gun designed, manufactured and distributed by (B)(4) for ultimate use on and sale by (B)(6) to its patients.

Manufacturer narrative:
(B)(4).